Event description:
It was reported that a screw driver broke during a procedure. All debris was removed from the patient. The event caused a delay of 5-10 minutes with no consequences or impact to the patient. A different device was utilized to complete the procedure with no additional surgical complications noted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in singapore. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.